Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an implant procedure that the right ventricular lead was unable to be implanted and was replaced with another lead. No further information is available at this time.

Manufacturer narrative:
Analysis was normal. No anomalies were found.